Manufacturer narrative:
A partial lead with the connector pin measuring 6.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient expired. Review of the electrocardiogram revealed intermittent ventricular undersensing on both the v sense amp and discrimination channel due to r-wave variability. The patient had been in a fatal agonal heart rhythm with sensed intervals falling primary in the patient's sinus zone.